Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. Additionally the pod was leaking insulin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. The download data did not show any timeouts or drive stalls during the run. A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Due to the internal leak, the exposed portion of the soft cannula was unable to be leak tested, and the cause of the reported event could not be determined.